Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. The concomitant implant reference is unknown/not provided. Reporter's name not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured in the implant. The implant had to be removed and is intact. Tooth location 20.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 prevail implant 5/4x11.5 (bops5411) was returned for investigation. Visual inspection of the as returned product identified the implant was worn at the threads and a large amount of bone tissue attachment. The internal drive features are confirmed to contain the fractured screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.